Event description:
Reporter alleged obtaining a result of 200-299 mg/dl on the aviva system while feeling weak, dizzy, and blurry. Reporter stated that the system given her a high reading, she would have taken insulin, but since it did not, she went to the emergency room. Reporter stated that she arrived there twenty minutes later, the result of 400-49 mg/dl was obtained on their system, and she was treated with an insulin IV and also antibiotics for her pneumonia. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.